Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating the internal data lost message had been resolved as the patient¿s doctor had called and reset it. The patient continued that everything was great now. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since the patient¿s revision surgery they had not been able to find their device. The patient stated that when they go to find the device they see that their data was lost. The patient was walked through communicating with the ins and the patient reported seeing ¿internal device lost all data, contact your clinician.¿ the patient was redirected to their healthcare provider for possible reprogramming. No patient symptoms were reported. No further complications were reported.